Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The surgeon reported that it was impossible to adjust the valve from pressure setting 2 to 5. Thus they explanted it.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The setting of the cam when valve was received was at setting 2. The valve was hydrated for about 25 hours. The valve was visually inspected: some damage to the silicone housing was noted at the distal connector, as well as a small cut in the catheter. The valve was tested for programming. The valve passed the test. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-8806, with lot crpbpg, conformed to the specifications when released to stock in 18th march 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause for the damage housing and the cut in the catheter could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined.this damage did not affect the valve. As noted in the IFU silicone has a low tear and cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.